Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. We are currently in the process of investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a 950a81 adult ventilator heated circuit kit had failed the leak test during setup. There was no patient involvement.

Event description:
A healthcare facility in new zealand reported, via a fisher & paykel healthcare (f&p) field representative, that a 950a81 adult ventilator heated circuit kit had failed the ventilator leak test during setup, as outlined in the user instructions that accompany the 950a81. There was no patient involvement.

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. Method: the complaint for 950a81 adult ventilator dual heated circuit kit was received at fisher & paykel healthcare in new zealand where it was visually inspected and leak tested. Results: visual inspection found no signs of damage to the complaint device returned for investigation. A leak test was performed and it was found that the breathing circuit had a gas leak around the seal ring of the inspiratory connector. Conclusion: we are unable to determine the cause of the reported failure mode at this stage. All 950a81 adult ventilator dual heated breathing circuits are 100% leak tested during production, and those that fail are rejected. The subject 950a81 breathing circuit met the required specifications at the time of production. The user instructions which accompany the 950a81 adult ventilator dual heated circuit kit illustrate state the following: "perform a pressure and leak test on the breathing system before connecting to a patient." "Check all connections are tight before use." The user instructions also warn the user: "set appropriate ventilator or flow source alarms to monitor therapy delivery."